Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system would not startup. Review of the log file confirmed the network connection issue or mains power issue and the logging shows ¿sib malfunctioning¿. Upon troubleshooting, philips field service engineer (fse) visited onsite and checked the logfiles and confirmed that the host pc was not communicating, and the host cannot access the ippc to restore a ghost image and gets to a screen that says error 53 and found the fast ethernet switch was intermittently rebooting and ethernet switch showed lights and then go dark for a few seconds and then come back on. Fse replaced the fast ethernet switch and hard disk. After the replacement of fast ethernet switch and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not startup. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.